Manufacturer narrative:
(B)(4). Evaluation, method: (film). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (angulated and calcified aortic neck). Conclusion: device failure related to patient condition (angulated and calcified aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that intra-operatively a proximal type I endoleak was noted. The decision was made to implant an endurant 323249 aortic cuff in an attempt to resolve the endoleak; however, this was unsuccessful. The physician decided to end the procedure and monitor the patient. Upon further follow-up with a CT scan the endoleak was found to have resolved on its own. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show a highly angulated neck; the neck is angulated approximately 65 deg rt-lt, just below the renal arteries, and 80deg lt-rt just prior to reaching the 5.5cm max diameter aaa. The neck is also calcified. The cause of the endoleak cannot be determined; images during and post-implant were not provided and the location of the implanted bifurcate in the neck is unknown. It is likely that the highly angulated proximal neck, and calcification, contributed to the reported proximal type I endoleak.